Event description:
After treatment in the glabellar with juvederm (concentration unk), the pt immediately observed a red line at the treatment site. The pt stated that two days after treatment, the skin scabbed over, then healed, leaving an indentation. The pt notes that the physician surgically corrected the indentation. The pt would not allow allergan to contact the physician for follow up or for further info.

Manufacturer narrative:
Medwatch sent to FDA on 12/27/2007.